Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and urinary frequency. It was reported that the trial thought the ¿wire¿ may ¿have moved or something¿ because they now began to have accidents. There were no environmental/external/patient factors that may have led to the issue. Additional information received on april 17, 2018 from the patient reported that their ¿wires came undone¿ and that they stopped feeling the stimulation. The patient also mentioned there was blood on their shirt from their bandage. They stated that they ¿reset the battery¿ and was able to feel the stimulation at 1.2. The patient removed the bandage and the incision was infection-free and clean. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Follow up information received from the patient on april 19, 2018 reported that the pad looked bad and there was blood on their shirt. They also noted there was no redness at the incision site and it looked healed. The patient had called their doctor for the issues. There were no further complications reported or anticipated.